Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, release testing data review, accuracy testing, and a review of labeling. A review of the complaint records for architect ca 19-9xr, list number 02k91-25, lot number 18069m500 did not identify any complaint trends relating to this issue. Accuracy testing was completed using panels with a retained kit of lot 18069m500 and shows that the lot met acceptance criteria. A review of product labeling sufficiently addresses the issue in the limitations of the procedure section. A review of the release testing for the lot was performed and did not show any issue during the manufacturing process. The investigation shows that there is no product deficiency and that the architect ca 19-9xr reagent is performing as intended. No malfunction was identified as this issue is limited to a single patient. In addition, retest of the sample generated a lower result (1 result was generated using the manual dilution process, the other was neat) that was acceptable to the customer. Based on the results of this evaluation, the architect ca19-9xr, reagent lot 18069m500, is performing as intended.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated a falsely increased ca19-9 result on one patient sample. Results provided: initial result = 43 u/ml / second with manual dilution 27 u/ml / third no dilution 22 u/ml. The last result on this specimen was between 20-30 u/ml. There was no additional patient information provided. There was also no reported impact to patient management.